Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non boston scientific right ventricular (rv) lead exhibited pacing impedance measurements of greater than 3000 ohms. No noise was observed. Patient isometrics and pocket manipulations were performed, and the high impedance measurements were unable to be recreated. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that the non boston scientific right ventricular (rv) lead was explanted and replaced due to a product performance issue. The ICD remains in service with the new lead. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to update evaluation coding.